Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient left the patient line clamp closed during priming of therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to open the clamp on the patient line to ensure proper priming. It provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient did not properly prime therapy. This occurred during initial drain of peritoneal dialysis therapy. The patient was connected at the time of the event. The patient reported that they connected to therapy and forgot to take the clamp off of the patient line during prime. The technical service representative (tsr) assisted the patient in clearing the alarm by cycling power to the homechoice device. The patient stated they would complete therapy by starting over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.